Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the patient's ankle was found to be re-dislocated 8 days post 1st ex-fix application (while in hospital) due to unknown reason. The patient returned to or for readjustment of ex-fix. The current state of health of the patient is unknown. The jet-x system was initially applied to treat a tibia & fibula (trimalleolar ankle) fracture and it was removed at post operative day 20 (planned removal due to temporary stabilization). This information was provided as part of a multidevice data collection activity associated to the jet-x pmcf study, therefore, no further details are available at this time.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented was obtained as part of a multidevice data collection activity associated to the jet-x pmcf study. Per the complaint, no further information is available currently. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, nor could the definitive clinical root cause of the reported re-dislocation be determined. The impact to the patient beyond the re-dislocation and reported ex-fix re-adjustment cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient's ankle was found to be redislocated 8 days post 1st ex-fix application (while in hospital). The patient returned to or for readjustment of ex-fix. The current state of health of the patient is unknown. The jet-x system was initially applied to treat a tibia & fibula (trimalleolar ankle) fracture on 7-jul-2017 and it was removed at post operative day 20 (planned removal due to temporary stabilization) to proceed with orif. This information was provided as part of a multidevice data collection activity associated to the jet-x pmcf study, therefore, no further details are available at this time.

Manufacturer narrative:
Additional information: d6a. Corrected data: b3 (occurrence date), b5 (narrative), h6 (health effect - impact code).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, there is a definitive clinical route cause. The traumatic event which led to the patient being found on the floor is the clinical root cause of the displaced trimalleolar fracture and subsequent surgical adjustment of uniplanar external fixator. The patient proceeded with a previously planned removal of the components. It is noted patient has routine healing 4-months post-op. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of the instructions for use was performed, and the fracture fixation devices reveals in adverse effects that cracking and fracture of the implant components can occur. With repeated stress in patients with delayed healing or nonunion, the appliance will inevitably bend, break or pull out of bone. Also, according to warnings, the correct selection of device components is extremely important. The appropriate type and size should be selected for the patient. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Additionally, the precautions section reveals that postoperative instructions to patients and appropriate nursing care are critical. Early weight bearing substantially increases implant loading and increases the risk of loosening, bending or breaking the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.